Event description:
It was reported that a caller experienced difficulty with the pump's quick bolus/wake button, which was challenging to press and required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.